Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was making a clicking noise. Customer stated the insulin pump has not been dropped. It was found the noise would occur during bolus and infusion set changes. The customer stated the noise was becoming increasing louder. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and had no noise anomaly during testing noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.